Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed multiple times and unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager failed. A field service engineer (fse) found that the remote manager was not opening. The fse powered down the station, removed the latch, cleaned the latch switches, reinstalled the latch, and powered the station back on; however, the remote manager continued clicking and failed to release. The fse powered down the station again, removed the side panel, replaced the microswitches on the latch, and reassembled the unit. After powering the station back on, the remote manager functioned properly. The customer then inventoried medications in the refrigerator to test functionality, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.